Manufacturer narrative:
The device was received for evaluation. During functional testing, a white screen was reproduced through visual review upon device power up. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing processor printed circuit board (pcb). The processor pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank display during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.